Manufacturer narrative:
The investigation for the console (aic) purge/flag disc issues has been completed. Data logs were reviewed finding the aic was not being able to detect the purge disc was confirmed. There were numerous instances of the purge disc not detected alarm. The console was returned for evaluation. Upon examining aic for any visible defects, it was evident that the purge disc flag was broken. D8-device available for evaluation changed to yes corrections to the initial MFR report: h6 med dev prob code 1581 changed to 2994.

Manufacturer narrative:
The impella device was received from the customer on (B)(6) 2024 and therefore, an evaluation of the device was is underway. Upon investigation closure, a supplemental MDR will be filed.

Event description:
EU complainant reported the automated impella controller (aic) would not detect the purge disc when inserted. There were continuous alarms. The aic was replaced. This issue was discovered during preparation.